Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui printed circuit board (pcb) and the backlight inverter pcb. The vent then passed the required tests and calibrations. (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator had a graphical user interface (gui) failure. The device was not being used on a patient when the event occurred.